Manufacturer narrative:
There was no patient involvement. PMA 510(k). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t is contaminated with mycobacterium chimaera. There was no patient involvement reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t is contaminated with mycobacterium chimaera. There was no patient involvement reported.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t is contaminated with mycobacterium chimaera. There was no patient involvement reported. During a conference call with the FDA on september 13, 2016, additional information was requested regarding this complaint. The unit has been returned to the manufacturer for a detailed investigation. Upon arrival, samples of the water left in the tubing and both tanks were taken for testing. The results of the water testing are pending. The unit was filled with filtered tap water following the water sampling and a functional test was performed. No issues were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluation is on-going.

Manufacturer narrative:
In the previously filed follow-up (follow-up 3, submitted september 22, 2016), a correction was made to the manufacture date. The corrected date listed in the manufacturer's narrative of follow-up 3 was correctly stated as 08/20/2015. However, the corrected manufacture date listed in follow-up 3 was incorrectly stated as 08/20/2016. The correct manufacture date is 08/20/2015.

Manufacturer narrative:
In the previously filed follow-up report (follow-up 1, filed september 14, 2016), it was stated that the additional information was requested from the FDA during a conference call. This was incorrect; the information was requested via email.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through additional follow-up communication with the customer, livanova learned that the cleaning and disinfection instructions outlined in the instructions for use (IFU) are regularly followed. This confirmed by livanova representatives during several visits and meetings. A deep disinfection was performed on the device. A test run and technical safety inspection were performed without issue and the unit was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has initiated a CAPA (2016-01) for this type of issue.

Manufacturer narrative:
The date received by manufacturer used for this report is the same as the alert date for the initial report (submitted february 10, 2016). This is because this medwatch report (follow-up 3) contains a correction to the manufacture date provided in the initial report. The rest of the information provided in this follow-up (water sampling information from the customer) has an alert date of september 21, 2016. In the initial report, filed february 10, 2016, it was stated that the device manufacturer date was 09/01/2015. This was incorrect; the correct device manufacturer date is 08/20/2015. (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There was no patient involvement reported. Through follow-up communication with the facility on september 21, 2016, sorin group (B)(4) received further information regarding water sampling of the affected device. The device was delivered to the customer on september 1, 2015. The water sampling log provided by the customer shows that the facility performed qualitative nontuberculous mycobacteria (ntm) testing and quantitative drinking water quality testing on the device on a regular basis. The first three samples, taken on (B)(6) 2015, were all negative for contamination. On (B)(6) 2015, the first positive test result was received, which showed mycobacteria intracellulare. Following the positive test result, the unit was removed from service to be returned to the manufacturer. The sampling log confirms that the unit was contamination-free for more than two months after delivery to the customer in (B)(6) 2015. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.